Manufacturer narrative:
Per tandem's user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ per tandem's user guide: "for patients who do not self-manage their disease, the security pin function should always be on when the pump is not being used by a caregiver. The security pin function is intended to prevent inadvertent screen taps or button presses that may lead to insulin delivery or changes in the pump settings. These changes can potentially lead to hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in an emergency room (ER) visit and subsequent hospitalization; bg value was 18 mg/dl. Cause of low bg was determined to have been due to customer (a child) performing the fill tubing sequence while connected at the site due to user error. The customer was treated with 20ml of "polljoul", a vile of glucagon, 60 ml/hour 10% sugar and saline, 10% dexcrose boluses and hydrocortisone bolus. A system check was performed, and the pump performed as intended. A load fill tubing alert was confirmed to have annunciated by the pump at the time of the event. No issues were observed with the infusion set cannula, tubing or cartridge in use at the time of the event. Customer was released one day later, 23rd of november, with the issue resolved and no permanent damage.